Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Corrected data: h6 investigation conclusions was inadvertently reported as 67 - no problem detected in the previous report. The correct code has been updated to this report. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2021 wherein the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, therapy was restored.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information and patient weight.

Event description:
It was reported that the ipg reached end of service (eos) and patient lost therapy. It is unknown if the ipg depleted prematurely. Surgery may occur to address the issue.